Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire tip requiring medical intervention. Device issue: separated guide wire tip. It was reported that both the asahi pro water guide wire and the whisper guide wire would not cross an acute bend in the circumflex. Additionally, the whisper guide wire reportedly prolapsed several times while trying to get it further down the vessel, ultimately separating 5 inches from the distal tip inside the pt, requiring a snare to retrieve the separated part out. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core was separated 21.6 cm distal to the proximal end of the polymer coating. The material at the separation was jagged. There was approx 7 cm of guide wire missing and not returned. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire and this met manufacturing criteria. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the whisper. Analysis of the guide wire found the core was separated 21.6 cm distal to the proximal end of the polymer coating. The material at the separation was jagged. Sem analysis of the guide wire found that the core failed due to ductile overload at a bend. The guide wire was therefore subjected to forces that exceeded the strength of the device. The case description reported that the guide wire prolapsed several times while trying to place it. The instructions for use (IFU) warns: "do not allow the guide wire tip to remain in a prolapsed condition." When the guide wire is prolapsed, the core could be weakened. The guide wire being prolapsed again and again could exert enough force on the guide wire to overload the core, causing it to fail as found in the analysis. The polymer would tear at the separation. Foreign body removal is a known risk of using the guide wire as well as performing the procedure. In this case the reported experience appears to be related to case circumstances and not to a manufacturing quality issue. The lot history record was reviewed. There are no non-conformities associated with this lot number and part number. This MDR is considered closed by the product performance group.